Event description:
It was reported that the patient with this pacemaker had an infection. There were no additional adverse patient effects reported. The pacemaker and new lead were used as a temporary system until infection clears.